Manufacturer narrative:
On (B)(6) 2021, the customer alleged that insulin pump alarmed critical pump error (open book image) after swimming in a pool. The following were noted during visual inspection: scratched case, cracked battery tube threads, and pillowing keypad. The insulin pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test and the displacement test due to critical pump error (open book image) alarm. The insulin pump trace/history files were successfully downloaded using thump. The insulin pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly electrical board 1 and electrical board 2, keypad flex tail, and motor. A review of the main error log indicates that a main critical error, pump error 63 alarms (no date or time recorded) triggered the critical pump error (open book image) alarm. Pump error 63 alarms and critical pump error (open book) alarm are due to moisture damage on the electronic assembly electrical board 1 and electrical board 2. The force sensor zero offset is within specification (18.7 milivolts) and a test p-cap does lock into place inside the reservoir compartment properly. Critical pump error (open book) alarm, pump error 63 alarm, and moisture damage are confirmed. Pump error 63 alarms and critical pump error (open book) alarm are due to moisture damage on the electronic assembly electrical board 1 and electrical board 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error and had open book image after getting exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.